Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A gastro-intestinal ulcer and gastro-intestinal hemorrhage are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of na so jejunal (nj) tube. On (B)(6) 2021, the patient was hospitalized due to a hemorrhage from a pressure ulcer caused by the jejunum extension tube. At the time of report, the jejunal tube in use and was not removed. It was unknown if the patient received any treatment for the hemorrhage or pressure ulcer.